Event description:
It was reported that the patient had stimulation in the wrong location. The patient was getting stimulation in the legs, but not the back following a fall. The patient had fallen a couple of times in the last month. The patient felt the ins had moved or was "sticking out". The patient was in the emergency room. The patient's status was reported as fair. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.